Manufacturer narrative:
Additional device product code: hrx. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a vertebral body procedure. During the procedure, the synflate balloon malfunctioned. The surgeon placed the synflate balloon into the vertebral body through the pedicle, inflated the balloon, then deflated the balloon until the bubbles stopped coming. He tried to pull out the balloon and felt resistance and stopped. Tried again and felt resistance then stopped, and then rotated the balloon. Surgeon was able to pull out the balloon. At this point the surgeon put the synflate balloon on the scrub table and noticed that 20 % of the balloon was left in the patient. No harm was done to the patient and the surgeon was able to fill the void in the vertebral body with cement. Patient and surgery outcome were not reported. Concomitant devices reported: balloon inflation system (part# unknown, lot# unknown, quantity:1). This report is for one (1) synflate balloon/large- sterile. This is report 1 of 1 for (B)(4).